Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model 8590-1, lot# n280973, implanted: (B)(6) 2011, explanted: unk; programmer model 8835, serial# (B)(4).

Event description:
A catheter revision was reported. The catheter was kinked and patient experienced loss of efficacy. The kink was freed and the catheter was repaired. An unknown section of catheter (intrathecal end) was cut and cleared of the drug near the lumbar site and spliced to the existing pump and proximal catheter. The pump was refilled with a different drug, so the pump tubing and the proximal catheter had a different drug; the flow rate remained the same. Drug delivered via the pump was morphine 25mg/ml at a daily dose 1.2mg prior to revision, hydromorphone (dilaudid) 5mg/ml at a daily dose 0.24mg/day after the revision.